Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Despite following proper procedures and receiving guidance from technical support to remove the cartridge and deliver a bolus, the cartridge alarm recurred. Customer had another pump available, which was sent by mistake, and technical support offered assistance in setting up the new pump upon request.